Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not completed. (B) (4).

Event description:
Device malfunction: clip mislocation. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a tech trained in the use of the starclose se device attempted arteriotomy closure of a femoral artery after an interventional procedure. Reportedly, after deploying the clip, bleeding continued. When the device was removed, the clip was deployed in the distal end of the device. Manual compression was used to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided. User facility medwatch report received that states "closure device failed on pt's right femoral artery. Radiology tech (rt) reports deploying device fine, but when retracting device away from pt the device malfunctioned and starclose closure device was still attached to the deployment system. The closure device was still attached to the deployment system when removed from the pt. Rt held pressure for 20 minutes and the product was sent to risk dept for report and replacement. Pt stable, no adverse outcomes".